Event description:
The set "exploded" while unloading. The patient had been taken off the system and when the nurse hit the "unload" button, the set "exploded." There had been a couple of "return to positive" alarms prior to the incident. There was no patient injury. The blood had been returned to patient. Product not available for return.